Event description:
The customer reported the system failed to power up to a working state. No patient or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.